Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the product was not returned, so an evaluation was unable to be performed. The complaint is confirmed based on the provided x-ray where the anchoring plate is seen to be broken. Potential root cause a definitive root cause cannot be determined with the information provided. This even could possibly be attributed to excess forces seen postoperatively. DHR review the lot number was not provided, so the DHR was unable to be reviewed. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the cranial plate of an roi-c construct was found broken at the one year post-operative follow-up. The patient is asymptomatic and is happy with the results, so the surgeon is not planning a revision to remove or replace the plate.

Manufacturer narrative:
Additional information in a2; a3; d4: lot number, expiration date, and UDI number; and h4.a follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the cranial plate of an roi-c construct was found broken at the one year post-operative follow-up. The patient is asymptomatic and is happy with the results, so the surgeon is not planning a revision to remove or replace the plate.

Manufacturer narrative:
H6: additional method code: 4109. Device evaluation: the device was not returned, however an x-ray image was provided which shows that the plate has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the cranial plate of an roi-c construct was found broken at the one year post-operative follow-up. The patient is asymptomatic and is happy with the results, so the surgeon is not planning a revision to remove or replace the plate.

Event description:
It was reported that the cranial plate of an roi-c construct was found broken at the one year post-operative follow-up. The patient is asymptomatic and is happy with the results, so the surgeon is not planning a revision to remove or replace the plate.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.